Event description:
Instead of luer locking a needle directly on the syringe, these needles have a hub in between the needle and the syringe. This hub secures the needle loosely and when the syringe back after the injection it leaves the needle detached.